Event description:
The customer reported that when the table top with the patient was moved into the bore, the patient's left little finger was caught between the table and the covers. The finger was lacerated and medical intervention was required in the form of stitches.

Manufacturer narrative:
(B)(4). Conclusions: the result of the investigation concludes that it states in the instructions for use that before starting a scan which initiates table movement, always check that nothing can get caught or hit during table movement. Warning as can be found in section 2. 18 of the instructions for use.